Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be rec'd the investigation will be re-opened.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-26824. This report, 1818910-2011-03516, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2012-26824.

Event description:
Pt was revised to address femoral loosening.

Manufacturer narrative:
The device associated with this report was not returned. Medical records were provided for review. Review of the supplied medical records confirmed device loosening in vivo. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the root cause of the device loosening. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.